Manufacturer narrative:
One fluid warming device was returned evaluation. Upon visual inspection, it was found to be received in poor condition. Installed disposable l-70 and powered on unit. Device underwent functional testing. Low fluid switch tested by pressing actuator down using plastic tube. Low fluid alarm was activated. The interlock alarm test was performed and activated. Additionally, pressed general alarm test switch and both visual and audible alarms were present. Customer complaint was unable to be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical fluid warmer had no audible alarm.